Event description:
No additional event information available.

Manufacturer narrative:
The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to 6 may 2019, the device was noted to have not been previously repaired. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who evaluated the device. On 6 may 2019, it was reported that the mesher had a deformed comb and that the skin would unevenly expand. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 29 may 2019 noted that the bottom roller and the comb were both deformed. The calibration check and the mesh test could not be performed due to the defects with the device. While the service technician confirmed that the comb and the roller were deformed, which would not allow the skin graft to be pulled through or allow the device to cut the graft as intended, it cannot be determined from the information provided as to what caused the two components to become defective. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per zpc (B)(4) complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to beijing for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had an uneven skin expansion and was unable to expand properly. No adverse events were reported as a result of this malfunction.